Event description:
The rep added that sfter keeping a detailed log, they determined this to be user error and simply let the battery drain without realizing it to the point therapy was unavailable. They are now charging 2x daily to keep the ins from depleting. The system is working per normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that without their intent they will go to charge the ins at the end of the day and the controller says stimulation is off. They called rep as soon as they first had the issue and he recommended resetting the controller. After that did not resolve, he told them to call for controller replacement. In person appointment was recommended to the caller to have the device check.  Later, the rep reported that the troubleshooting done with patient services has not seemed to resolved the pt's issue/concern. Rep met with the patient and the usage report shows instances where therapy was unavailable due to depletion. The caller states pt has never seen passive charge mode and the pt has never seen a red indicator for the ins level. It was recommended that pt keep a detailed log of their device use and concerns they have and when they meet with the pt next they check the usage report, recharge diary and pull reports. The rep reported that the patient claimed that the stimulation is turning off. The rep stated that he thinks they are having some issues with maintaining a charge and issue is a result of the battery depleting and therapy turning off. The rep indicated that troubleshooting didn't resolve the issue. The rep met with the patient and their wife on (B)(6) 2020 to identify if the battery was depleting without knowing it which the rep identified with them it was. The patient is to call in one week with updates.